Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted "dso" seal worn out, corrosion in battery compartment on springs, liquid crystal display (lcd) lens cracked at the bottom. No evidence in event history log (ehl) to review. The reported problem was duplicated when performing accuracy tests. Results were over specifications. The probable but unconfirmed root cause was an over spec expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced expulsor, "dso" seal, optic switch/bracket, lcd lens, keypad, overlay gray, rear label, side label, expulsor assembly and performed preventative maintenance (pm). The device passed all functional and delivery tests.

Event description:
It was reported the device failed the volume test. The event was discovered during testing, no patient involvement.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.